Event description:
It was reported that this right ventricular (rv) lead was surgically capped and abandoned due to reports of high pacing thresholds and pacing not delivered when required, where the patient had experienced syncope. The patient was downgraded from a dual chamber to a single chamber ICD due to patient condition of chronic atrial fibrillation, where a new rv lead was added. No additional adverse patient effects were reported.